Manufacturer narrative:
No conclusion can be drawn with the information available at the time of this report.

Event description:
Patient alleged that vns therapy has caused her to develop a neurogenic bladder. The device was disabled and the patient reports that the neurogenic bladder is resolving. She indicated that her urologist did not know if the event was related to her vns therapy. Good faith attempts to obtain information on this event from the patient's treating physician (neurologist) have been made and have been unsuccessful to date. The relationship of this event to vns therapy is unk at this time.